Event description:
Customer reported the insulin delivery of the infusion device is inaccurate. He listens to the "clicks" during bolus delivery, and he does not believe the infusion device delivers the amount shown in the bolus history. He reported e4 occlusion and w8 bolus cancelled alerts have occurred in the middle of a bolus, yet the infusion device shows the full amount was delivered. This has resulted in hyperglycemia. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.